Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would shut down unexpectedly. The bridge electrocardiogram (ECG) board and computer platform were replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer randomly turned off even when plugged into a power outlet. The programmer was returned to service. There was no patient involvement.